Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update: (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: der rcvd, updated dor (6 oct 2014), surgeon, patient age, sales rep info, added expiry dates to all products and added stem and sleeve.. Patient complained of pain. She had metal on metal thr. Dr (B)(6) removed the cup, the liner and the metal head. He replaced with a stryker cup, stryker dual mobility construct and our 28+15.5 metal head.